Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367991): dirty tube ×3 fm in gel ×2".

Manufacturer narrative:
H.6. Investigation: bd received 5 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for black fm in the tube, ink smears and defective marking with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes contained foreign matter. The following information was provided by the initial reporter: "the following issues were found in tubes (367991): dirty tube ×3, fm in gel ×2".